Manufacturer narrative:
Submitted: (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the internal clock battery was noted be to be leaking (unable to hold charge) and the battery compartment was cracked near the top and below the bumper pad.

Event description:
The pump was returned for investigation. Investigation revealed an internal clock battery issue and damaged battery compartment. This report is made based on results of investigation completed on (B)(6) 2016.